Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the ilet was unresponsive, with the top half of the screen not displaying icons. No cracks were observed. The user moved to backup therapy. The ilet was replaced, but the replacement was also reported as damaged and was returned. No adverse health effects were reported.